Event description:
It was reported that during a pvc ablation in the left ventricle using a carto xp system, the patient was noted to have a drop in blood pressure and some pains in the chest. Initially, the exam was unremarkable and the patient was moved to recovery unit without any intervention. The following day, the patient was treated for a moderate perforation/ pericardial effusion with a pericardiocentesis, which stabilized the patient. The lab staff believed the patient to have recovered and later found that the patient was critically ill and admitted in the ICU. The caller indicated that the patient was displaying multi system failures at this time and was receiving supportive care in the ICU. Patient later on expired on (B)(6) 2011. The physician stated that the death was unrelated to the case / procedure. The physician does not think that this event was procedure nor device related.

Manufacturer narrative:
Additional detailed information was provided by the physician: it was difficult to navigate the catheter across the aorta, the outflow tract and within the left ventricle. There was a pop but the physician could not tell exactly where and when. He believed it was towards the end of the procedure. Once there was a drop in blood pressure which is not uncommon with pain from any reason or vagal stimulation, the procedure was terminated and dopamine was started. The pop is the only scenario that could have caused the pericardial effusion because until then, there were no events. While it is clear that there was a pericardial effusion, the physician believed that patient's condition deteriorated due to the un-necessary delay in pericardiocentesis. Two weeks later, the patient suffered an acute mi and passed away. The patient was a very sick (B)(6) individual who previously refused an ICD and was a dnr state. He was in chronic atrial fibrillation, had a pacemaker and had several strokes previously. (B)(4).

Manufacturer narrative:
Concomitant products used during the procedure: carto xp system: model #: m-4700-01, (B)(4). Cool flow irrigation pump: model #: m-5491-02, (B)(4). Stockert rf generator: model #:m-5463-01, (B)(4). The customer was contacted by biosense webster field service engineer. The hospital ep lab staff advised the this event was not related to a bwi product but was due to the patient condition. The customer declined system service. (B)(4).